Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The up and down arrow keys are sticking and require multiple presses to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/17/2014 with the following findings:evaluation revealed the keypad was intact. The up and down buttons were intermittently unresponsive and all other buttons responded appropriately. Evaluation revealed that there was contamination under all buttons.